Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer changed the battery of the insulin pump, and the device kept alarming button error. The device kept alarming and vibrating. The customer's blood glucose was 150 mg/dl. The customer stated that they had slept with the insulin pump on their chest. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked display window at the bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.